Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. The customer's blood glucose level was 105 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.